Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 730 mg/dl; cause was unknown. Customer gave a bolus via the pump to address the bg level and went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address bg and was released from the ICU on (B)(6)2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.